Manufacturer narrative:
Age or date of birth, weight, and ethnicity: unknown, information not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Reporter email address: unknown/not provided. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) had kinked haptic. The lens was inserted into patient's left eye, however, was removed and replaced with back-up iol. The event was observed after insertion into the eye. No further information was available.

Manufacturer narrative:
Section d9: device available for evaluation: yes section d9: returned to manufacturer on: june 10, 2021 section h3: device evaluated by manufacturer: yes device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics. The lens was cleaned and haptic damage was observed. The complaint issue was confirmed; however, based on the fact that the lens was handle during insertion and removal this issue can be attributed to handling and cannot be confirmed to be related to manufacturing, and therefore no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed no other investigation request (ir) for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.